Event description:
The hosp emergency room staff attempted to administer a countershock to a pt diagnosed in cardiac arrest. The device allegedly failed to charge. A backup defibrillator was made available and used to administer countershocks to the pt. The pt was not resuscitated. The hosp risk manager indicated the reported malfunction did not cause or contribute to the pt's outcome. This opinion was based on an assessment of the pt's viability.